Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit had inappropriate power. There was no allegation of patient death or serious injury.

Manufacturer narrative:
Evaluation summary: one device sample was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The investigation checked the machine and no problem was found. Verified all functions and modes. Performance verification has been done successfully. The investigation found the device to function normally and within specifications. F information is provided in the future, a supplemental report will be issued.